Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose readings was too high for the glucose meter to detect. The customer was in ICU during the time of the phone call and was not present. It was unk, whether or not the customer was using the insulin pump prior to the hospitalization. It was stated that the customer may have been on manual injections because he had not been properly trained yet. Troubleshooting was attempted on the insulin pump, but one of the buttons was not responding. The doctor wanted the insulin pump replaced. After the phone call, several attempts were made to the customer' home to find out if he was using the insulin pump prior to the event, but he was unable to be reached. The insulin pump was replaced, due to the button anomaly.

Manufacturer narrative:
The insulin pump had a non-functioning esc button, due to keypad flex connector not closed properly. Unable to perform functional testing, due to the button/keypad anomaly.